Manufacturer narrative:
Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint of iols (intraocular lens) slower to unfold. Not enough information was provided by the reporter for further investigation. Product labeling was updated; however, there have been no product or manufacturing changes that would cause slower unfolding. Lens unfolding time is influenced by the viscoelastic, eye, and operating room temperatures. The IFU (instructions for use) instructs to use the company cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). Only use an company ovd (ocular viscoelastic device) qualified for use with the company iol delivery system that has been allowed to come to the operating room temperature. If the operating room temperature is too low (< 18°c / 64°f) the haptics will be slow to release and unfold from the optic. Lens unfolding may also be influenced by the amount of viscoelastic used in the cartridge. The IFU instructs to completely fill the cartridge with ovd, immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported with a description of took some encouragement to unfold the intraocular lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).